Event description:
It was reported that a user experienced a brief signal loss on a dexcom g7 sensor paired with the ilet, indicated by three signal bars with loss of connection, and the agent guided toggling between dexcom g6 and g7 settings and restarting the ilet, with instructions to allow up to 30 minutes for reconnection. Symptoms included no reported adverse clinical effects and no changes in blood glucose levels. Outcomes included no injury and no hospitalization. Investigation included customer education and device troubleshooting steps focused on communication and pairing. Investigation of this case revealed a transient communication interruption between the cgm sensor and the ilet without device damage or malfunction observed during troubleshooting. It was concluded, based on established patterns for similar reports, that the cause was a temporary connectivity issue consistent with external or use-related factors.